Event description:
The facility reported "pt indicated to me that intravenous line through which their chemotherapy (5fu) was infusing was leaking. On closer examination it was noted that there was a clear hole in the IV line where the IV line joins the sidearm bung. 5fu was dripping onto the floor and had soaked into the pt's pajama top. IV stopped IV line clamped to stop chemo leaking. Spill kit opened and chemo spill mopped up from ground. Pt's skin washed with warm soapy water. Chemo soiled pajama top removed and disposed of in cytotoxic soiled cleaning equipment from spill kit. No apparent harm done to pt."